Event description:
A report was received from (B)(6) stating that the lower display on an 840 ventilator was dark. The malfunction did not occur during patient use.

Manufacturer narrative:
The cse replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the customer reported issue. The cse installed revision ak software. The ventilator passed extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). (B)(4).